Manufacturer narrative:
The complaint description states that the locking tabs on both screwdriver bodies have snapped off. The devices associated to the complaint were returned for analysis. The visual analysis of the returned products confirms the breakage of the tip. Signs of wear due to usage are also present on the products.the products were initially in conformity with their definition. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, (B)(4) other similar complaint was reported for the affected product code and lot combination 230792003 / lot 5224488. An hhe/qrb was held in 2013 regarding this issue ((B)(4)). No field action was recommended due to the low occurrence rate. Mdd (B)(4) is ongoing to determine the root cause and corrective actions needed. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Locking tabs on both secrewdriver bodies have snapped off. This case has been reported by the loan kit technician during loan kit inspection. Qty: 2.

Manufacturer narrative:
(Qty originally listed as 2, but should be 1). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Qty: 1.